Event description:
It was reported that a patient sustained facial scarring after laser skin resurfacing treatment with an ultrapulse encore system.

Manufacturer narrative:
An evaluation of the event details by the lumenis medical subject matter expert concluded that the reported energy (mj) used by the user facility was excessive and in contraindication to the treatment parameters in subject device training materials and the common practice for the subject indication.